Event description:
The following was reported in a user facility submitted medwatch report: when transporting a patient in the highest position, one of the wheels of the cot caught on a chunk of ice and the cot began to tip. The emts allege that because the patient was obese they could not prevent the tip. The emts were able to pick the cot up and continue use normally.